Event description:
Reportedly, the programmer froze during ddi30 sensitivity test.

Manufacturer narrative:
Based on the provided description of the event, the reported behavior most probably resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. A software correction is planned to prevent recurrence of this issue. This case is recorded for trending purposes.